Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 30jun2016. No further follow up is planned. Evaluation summary the patient reported her humapen ergo ii device malfunctioned which caused the insulin cartridge to break. The patient experienced hyperglycemia. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This solicited case reported by a consumer via a patient support program (psp), concerned an asian female patient. Medical history and concomitant medications were unknown. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injection (humalog 25) from cartridge via reusable pen (humapen ergo ii), subcutaneous, for the treatment of diabetes mellitus. Dosage regimen and start date were not provided. On unknown date while on insulin lispro 75/25, her cartridge was broken caused by the humapen ergo ii (product complaint (B)(4)/lot unknown). On (B)(6) 2016 she was hospitalized due to hyperglycemia, her postprandial blood glucose was at 14.1 (no values reported). On (B)(6) 2016 her postprandial blood glucose was at 16.7 (no units reported). Information regarding to corrective treatment and outcome of the event was unknown. Insulin lispro 75/25 treatment was ongoing. The operator of the device was the patient and her training status was unknown. The general device and reported device duration of use were unknown; however she started using the device in 2014. The device was not returned. The reporting consumer did not known if the event of hyperglycemia were related to insulin lispro 75/25 drug and did not provide any assessment between the event and the device. Update 10jun2016: upon review of original source information from (B)(6) 2016, the case was opened to update the device from a humapen unknown body type to a humapen ergo ii based on the color; added the product complaint number (B)(4); updated the medwatch and european and canadian required device reporting elements for regulatory reporting; and updated the narrative. Update 30jun2016: additional information received on 30jun2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and (B)(6) required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case reported by a consumer via a patient support program (psp), concerned an asian female patient. Medical history and concomitant medications were unknown. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injection (humalog 25) from cartridge via reusable pen (humapen ergo ii), subcutaneous, for the treatment of diabetes mellitus. Dosage regimen and start date were not provided. On unknown date while on insulin lispro 75/25, her cartridge was broken caused by the humapen ergo ii ((B)(4)/lot unknown). On (B)(6) 2016 she was hospitalized due to hyperglycemia, her postprandial blood glucose was at 14.1 (no values reported). On (B)(6) 2016 her postprandial blood glucose was at 16.7 (no units reported). Information regarding to corrective treatment and outcome of the event was unknown. Insulin lispro 75/25 treatment was ongoing. The operator of the device was the patient and her training status was unknown. The general device and reported device duration of use were unknown; however she started using the device in 2014. The status of the device was not provided. The reporting consumer did not known if the event of hyperglycemia were related to insulin lispro 75/25 drug and did not provide any assessment between the event and the device. Update 10jun2016: upon review of original source information from 03jun2016, the case was opened to update the device from a humapen unknown body type to a humapen ergo ii based on the color; added the (B)(4); updated the medwatch and european and canadian required device reporting elements for regulatory reporting; and updated the narrative.